Event description:
Patient reported that their one touch ultra test strips were damaged. There is no further information about this issue. Patient also performed precision testing with results of 177 mg/dl, 310 mg/dl, 198 mg/dl, and 199 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.